Event description:
Nurse reported via our sales rep that the connection doesn't work. A substitute instrument was available. No further info was given.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.